Manufacturer narrative:
H6: evaluation results - visual inspection of the returned product found one haptic torn off and missing. There was evidence of surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The surgeon attempted to implant an aq2010v silicone three piece lens, but it tore while advancing, prior to being implanted. There was no pt contact or injury. An msi-tm injector and an aq cartridge fp were used, but the contact was unable to recall lot numbers.